Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer reported that the sensor was giving reading which had 100 point difference. The customer reported that the sensor triggered threshold suspend feature. The customer's blood glucose was unknown at the time of incident. The customer stated that they received false low alerts. The sensor will be returned for analysis.